Event description:
Jan-july 2025- the health system had a cluster of reported events related to baxter 2c8541. The tubing would leak after being hooked up to the patient, inadvertently exposing staff, patients and visitors to harmful infusions including but not limited to chemotherapeutic agents. The health system collected a record of these events and found no consistent information related to the lot numbers but submitted several of the products to baxter's team for review. A manufacturing defect was found at one of the plants. Due to the hospitals use of baxter IV pumps it was not possible to sub to another tubing during this time.